Manufacturer narrative:
Device evaluation is not necessary because the reported event has been determined as not related to vns therapy.

Event description:
It was reported by the patient's mother that the patient's vns incision sites were swollen and inflamed, like his body was rejecting the implant, which had recently occurred. It was reported that the patient underwent a full vns explantation surgery due to infection. It was stated that the infection team came into the operatin room and inserted a drain into the patient. A review of device history records revealed that the generator and lead were sterilized and passed quality control inspection prior to distribution. No additional relevant information has been received to date.